Manufacturer narrative:
Checksum digit was disabled. Per product labeling; "beckman coulter strongly recommends the use of bar-code checksums to provide automatic checks for read accuracy. Risk of sample misidentification. When using the handheld scanner, occasional misread errors can occur as the result of partial label scans and damaged or misapplied labels. Beckman coulter recommends that you verify each bar-code reading to assure correct patient identification". Service information was not provided. The root cause is that the checksum digit was disabled by the customer.

Event description:
A customer contacted beckman coulter inc., (bci) and reported that the coulter® lh 780 analyzer incorrectly read sample ID (B)(4) as (B)(4) with a "no match" message in manual mode with the hand held scanner. The specimen was rerun because of the "no match" message and the instrument correctly read the sample ID. The erroneous results were not reported out of the lab. Based on available information there was no effect to patient tor user.